Event description:
IV pump was checked by nurse after 1 hour and 13 minutes to ensure correct volume/dosage of medication infused. The pump infused 151 ml when the patient was supposed to receive 91.25 ml.